Event description:
It was reported that the healthcare professional had observed under-sensing events via latitude. The right ventricular (rv) pacing was at 18 percent. Pacing impedance trend was decreasing from approximately 750 ohms to about 650 ohms, and threshold trend was quite instable. The sensing trend was stable and technical services recommended the healthcare professional to schedule an in-office visit for the patient to adjust sensitivity. No adverse patient effects were reported. This pacemaker remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the healthcare professional had observed under-sensing events via latitude. The right ventricular (rv) pacing was at 18 percent. Pacing impedance trend was decreasing from approximately 750 ohms to about 650 ohms, and threshold trend was quite instable. The sensing trend was stable and technical services recommended the healthcare professional to schedule an in-office visit for the patient to adjust sensitivity. No adverse patient effects were reported. This pacemaker remains in-service.